Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the guided tool change function was not working, and universal surgical manipulator 4 was moving. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to reproduce the issue. The universal surgical manipulator (usm) 4 guided tool change function worked as intended. The system was verified and ready to use.